Event description:
It was reported that during an open low anterior resection procedure, (B)(6) inserted the device into the anal canal. Wound spike. The doctor put anvil on. Heard click. Kept hands in patient as gun closed so seminal vesicles didn't go into gun whilst closing. (B)(6) took the safety off but did not fire gun. The doctor then found anvil was through into rectum. The doctor then had to give patient a colostomy. Quite a lot of bleeding throughout case.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is the patient¿s current condition? Is the colostomy permanent or temporary? Was the tear in the bowel proximal or distal? Response from the affiliate: it was a dukes b tumour. The colostomy is permanent. The patient is still in hospital though this is because he has a chest infection and not due to his operation. Additional information from the affiliate: (B)(4) ¿ surgeon told me. The patient male aged (B)(6). Weight concentrated around abdomen. No previous radiotherapy or chemotherapy. It was a very difficult case, quite bloody. The patient had a very narrow, deep pelvis, deep sacrum and the mesentery surrounding the bowel was very fatty. The bowel was transacted using a contour 1-2cm from the sphincter. Access with contour had been difficult due to the shape of the pelvis and the fatty mesentery. After firing contour mr (B)(6) performed a sigmoidoscopy to check that the cancer was removed. He did observe that the contour staple line was intact. (B)(6) sharples surgeon assistant inserted the cdh33 into the rectum. Wound the spike out adjacent to staple line. Due to the angle and the width of the pelvis the spike did hit the sacrum. Mr (B)(6) clicked the anvil into place with some difficulty due to the small pelvis and the amount of mesenteric fat. (B)(6) wound the gun down . The indicator was in the firing zone and the safety was on. Mr (B)(6) removed his hands from the pelvis and (B)(6) felt the gun move. Mr (B)(6) then noticed the green casing on the cdh33 was visible in the rectum. As mr (B)(6) had observed the contour staple line previously he does not think that the staple line had given way he thinks the gun had gone through the rectum. The colon mesentery was very fatty and perhaps this had caused there to be stress at the rectal cuff. Mr (B)(6) then performed a hartmann¿s procedure on the patient. Mr (B)(6) believes the reason that the gun went through the rectum was due to the patients anatomy however he would like ethicon to check that the head of the cdh33 conforms to usual standards especially the posterior aspect. (B)(6) sharples -surgeon assistant told me. It was a very difficult case. Mr (B)(6) had some difficulty in getting the contour down into the pelvis and had to keep putting it in and out several times before it was down far enough. Mr (B)(6) did check with sigmoidoscope. The very thick fatty mesentery was thinned to put the anvil in but alot of mesentery had to be left to ensure adequate blood supply to the anastomosis. (B)(6) inserted the gun and wound the spike out. Mr (B)(6) had both his hands in the pelvis and clicked the anvil onto the spike. (B)(6) wound the gun down into the green firing zone. The safety catch was still in place. Mr (B)(6) removed his hands and (B)(6) says that although she was holding the gun very firmly when mr (B)(6) removed his hands it felt as though the gun was ¿sucked up¿. Then mr (B)(6) noticed the gun in the rectum. (B)(6) wound the spike out. Mr (B)(6) detached the anvil. The rectum was left, i.e. No sutures were placed where the spike had gone through nor where the gun had gone through the rectum. The anvil was left in the proximal bowel and used to bring out the stoma site. Due to the fatty mesentery it was difficult to remove the bowel through the stoma. (B)(6) does not believe there is anything untoward with the cdh33 she believes it was due to the difficulty of the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh33a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.